Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood detected in helium tubing. It was verified not to be on the outside of the catheter. There was no reported injury of the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. The pressure tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were found on the catheter tubing approximately 97.5cm from the iab tip. The evaluation confirmed the reported leak, blood in tubing problem. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported leak, blood in tubing. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was blood detected in helium tubing. It was verified not to be on the outside of the catheter. There was no reported injury of the patient.